Event description:
The site reported the following: a (B)(6) year old male patient was undergoing a diagnostic cardiac catheterization while connected to an avanta fluid management injector system. During the procedure, an indeterminate amount of air was visualized by the physician in the left coronary system under fluoroscopy. The patient reportedly lost his "heart rate and blood pressure." Patient was intubated and CPR was performed. The patient was admitted overnight and discharged to home, fully recovered.

Manufacturer narrative:
(B)(6) service visited the site and determined that the injector was operating to specifications. The software was reloaded as a precaution. The disposable products used during the procedure were discarded and the lot numbers are unknown; therefore, testing of retain lot samples is not possible. The site reports that they are continuing to use the system without any problems. A (B)(6) clinical support specialist is scheduled to provide re-training to the staff on (B)(6) 2015.